Manufacturer narrative:
Failure investigation was completed but the report submission was not submitted in error. This was identified on 27aug2019. The vyaire failure analysis group received the suspect gas delivery engine (gde) part number 16650 rev a., serial number (B)(4) for investigation. The fa group performed a visual inspection and found anomalies. The fa engineer installed the gde into a test device and cycle the device on for an extended period, which duplicated the reported device behavior. After further evaluation and re-working of the gde sub-components the fault was traced to a component failure. The component root cause is isolated to the inspiratory flow sensor (ifs), part number 16542 serialized (B)(4) revision j. This was addressed in CAPA (B)(4).

Manufacturer narrative:
The customer reported the suspect gde component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect gde component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported this ventilator failing to cycle, while in patient use. The customer reported no impact to the patient. The patient was placed an alternate device. The facility device trained biomed reported "bad cal fcv, ftc" error's in the error log. The biomed reported performing the flow control valve (fcv) characterization however, the error was still present. A replacement gas delivery engine (gde) was ordered, which was determined to be the likely cause of this fault.